Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial result. The corrected report was not issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained a discordant mg result. The customer stated that quality controls were run, which were within acceptable ranges. The ccc specialist offered to dispatch service to the customer site, but the customer declined. The cause of a discordant, falsely low mg result on one patient sample is unknown.